Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Anatomy: right knee. The patient stated that he has been having problems with his right stryker knee and suffers from pain. He claims to have difficulty walking and he is incapable of walking around the block. He needs to wear a knee brace for stability and his pain level is at an eight. The patient stated he was on a special five year program with stryker and it recently ended. His surgeon confirmed that his knee is part of the recall. He is scheduled for a revision surgery on his knee on (B)(6) 2017. He wants to know if he has to go through a class action lawsuit to get compensation for his pain and suffering. He is looking for insight into solving this problem. This pi is for pain after revision. Correction: this pi is actually for pain and ambulatory difficulties as the patient reported a revision has not yet taken place.

Manufacturer narrative:
The reported ¿cortex screw s.t. ø4.5x48mm¿ is concomitant and did not contribute as mentioned (the patient stated that he has been having problems with his right stryker knee and suffers from pain.), in the event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Anatomy: right knee. The patient stated that he has been having problems with his right stryker knee and suffers from pain. He claims to have difficulty walking and he is incapable of walking around the block. He needs to wear a knee brace for stability and his pain level is at an eight. The patient stated he was on a special five year program with stryker and it recently ended. His surgeon confirmed that his knee is part of the recall. He is scheduled for a revision surgery on his knee on (B)(6) 2017. He wants to know if he has to go through a class action lawsuit to get compensation for his pain and suffering. He is looking for insight into solving this problem. This pi is for pain after revision. Correction: this pi is actually for pain and ambulatory difficulties as the patient reported a revision has not yet taken place.